Event description:
It was reported that premature battery depletion was observed on the device. Device explant was anticipated to resolve the event. The patient was stable and will continue to be monitored; there were no adverse consequences.

Event description:
Additional information received indicated the device was explanted and replaced to resolve the event. The patient was in stable condition. Additional information was requested but is not available.

Manufacturer narrative:
The reported event of premature discharge of battery was confirmed. The device was received with no output and normal telemetry communication. Visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. The device was cut open to enable further testing and the battery was found at end-of-service level. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, resulting in the reported events. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly.